Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gave multiple "no disposable" alarms throughout the night. Pump stopped and restarted. Reinforced hotline for assistance with pump. Reservoir volume 11.2 ml, rate 1.1 ml/hr, given 91.8 ml. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.